Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the angle wires were stretched, there was cracks of adhesive on a-rubber, the bending cover was knocked to a sharp surface (handling issue), a cut portion of braids (strands) protrude from inside, the parts become loose/ deformed/ damaged/ worn out/ or scratched and missing echo signals due to piezoelectric elements damaged in the ultrasound probe. There was no patient involvement. Based on the evaluation, the likely cause of the broken strands is due to mishandling caused by excessive force. No additional information was made available at this time. The instruction manual states ¿inspect the entire surface of the scope for dents, protrusions, or other irregularities. Feel the entire shaft with fingers, checking for irregularities. Do not use if damage is found.¿

Event description:
The customer reported to olympus that there were distal end defects found on an ultrasound device. The customer sent the scope in for maintenance inspection. It was visually inspected and found the endoscope rubber tip distal was beginning to buckle and the white tip was beginning to chip off. The customer confirmed that the device had not been used on a patient. No additional information was provided.

Manufacturer narrative:
The visual inspection found damage to the pinhole/ultrasonic probe on the lg lens. The most probable cause of this event is the blade protrudes from the inside to the outer surface of the insertion part. The damage was concentrated on the tip side, it is likely that more force was applied to the equipment in normal use including reprocessing. As for the phenomenon of the issue, the blade is protruding from the inside on the outside surface of the insertion part. The blade mesh may have been frayed gradually by repeated use of the device while adding more force than necessary, although the device has been used for about three years since the production year of the device was 2017. It is considered probable that some of them were torn by fatigue destruction, and that the torn wire tore the a rubber from the inside. The device history record (DHR) review showed the subject scope was shipped in accordance with specifications. The instructions for use warn: do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.

Event description:
This supplemental report is being submitted to report the device evaluation results and additional information.